Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer. After evaluation of the instrument and instrument data, the cse verified sample and reagent probes and fine-tuned test unit positions on the instrument. The customer provided quality control data for the testosterone and estradiol methods, all of which resulted within range. Upon follow-up, the customer stated they need no further on-site assistance. The cause of the discordant testosterone and estradiol results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant testosterone and estradiol results were obtained on two patient samples on an immulite 2000 instrument. The initial testosterone result was questioned by the customer as the result was higher than expected for a female patient. The sample was repeated on the same instrument, resulting higher. The initial estradiol result was questioned by the customer as they expected a lower result for a male patient. The sample was repeated on the same instrument, resulting lower. None of the results were reported to the physician(s). It is unknown what the corrected results are for the two patient samples. There are no reports of patient intervention or adverse health consequences due to the discordant testosterone and estradiol results.